Manufacturer narrative:
Referring to the product inquiry the stepdrill for lag screw t2 recon is stated to be the subject product. No further associated product was reported. Review of the inspection records for the returned drill revealed no discrepancies; the device was documented as faultless prior to distribution. The 1st step of the drill is completely sheared off. Thus, intended function is no longer given. The appearance of damage at the cutting edges of the 2nd step clearly indicates that the cutting performance would be significantly decreased. The stopper unit is fully functional. Further, the received drill passed through a sample drill sleeve as intended. Dimensional inspection revealed the relevant diameters and the envelope requirements to be within specified tolerances. A hardness test according to rockwell revealed the hardness of the material of the step drill returned being within specified parameters. Appearance of damage at the cutting edges suggests that the device had been in significant contact to a hard (metal) object during drilling; it cannot be excluded, that the drill had contact to the nail during drilling. Reasons for metal contact during drilling are various. Potential causes could be e.g.: loosening of the nail holding bolt during insertion of the nail, drilling without drill guiding sleeve, using blunt or damaged drill, high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail, guide wire not removed prior to drilling, originally deflected k-wire. The fracture type could not clearly be determined since the original breakage surface was impaired by significant friction marks (material displacement in clockwise direction), which overlap the initial fracture pattern. The (remaining) cutting edges of the 2nd step are in very bad condition; they are significantly damaged / covered with dents. The drill is not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. It cannot be excluded that the drill returned has been pre-damaged during former surgeries, but the above mentioned damage should then have been detected during inspection prior to surgery and another device would have been used. The damage pattern (material displacement in clockwise direction) indicates that the step drill has been operated in counter-clockwise direction under massive force application. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather related to misuse (using a blunt drill under massive force application). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the event for the subject product. No non-conformity was identified.

Event description:
During t2 recon nail surgery, the surgeon tried drill for lag screw hole. When the surgeon drilled by the step drill, the step drill stuck in the middle of femoral head. Therefore the surgeon inserted the lag screw to the femoral head. However, the lag screw stuck in the middle of femoral head. The surgeon has removed the lag screw. When the surgeon checked x-ray image, the broken piece of step drill was seen in femoral head. The surgeon could not remove broken piece of step drill. And he finished the surgery. Aj new information received from hh: the lag screw was inserted. The broken piece of step drill remained, so the surgeon inserted lag screw of the short length.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 recon nail surgery, the surgeon tried drill for lag screw hole. When the surgeon drilled by the step drill, the step drill stuck in the middle of femoral head. Therefore the surgeon inserted the lag screw to the femoral head. However, the lag screw stuck in the middle of femoral head. The surgeon has removed the lag screw. When the surgeon checked x-ray image, the broken piece of step drill was seen in femoral head. The surgeon could not remove broken piece of step drill. And he finished the surgery. New information received: the lag screw was inserted. The broken piece of step drill remained, so the surgeon inserted lag screw of the short length.